Event description:
The customer contact reported that during testing at the user facility, the device touchscreen does not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen responded; however, the key alignment was off-centered. A review of the device history indicated button ID: invalid and touchscreen:fail error codes. The probable cause was due to contamination noted on the bottom of the touchscreen caused by fluid ingress which may have altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.